Event description:
On (B)(6) 2018, grifols customer, (B)(6) reported discrepant (B)(6) results for a sample tested with the procleix ultrio assay and abbott prism. The first sample, drawn on (B)(6) 2018, was initially tested on (B)(6) 2018 and yielded a (B)(6) procleix ultrio assay result ((B)(6)) and a (B)(6) abbott prism serology result. The sample was tested again on (B)(6) 2018 with the abbott prism and yielded a (B)(6) serology result. No further ultrio testing was performed on this first sample. The customer indicated there is no more sample left for further testing. The donation was not used due to the (B)(6) test results and was discarded. A follow up sample from the patient was obtained on (B)(6) 2018. The sample was tested on (B)(6) 2018 with the abbott prism and yielded a (B)(6) serology result. The sample was tested again on (B)(6) 2018 with the abbott prism and again yielded a (B)(6) serology result. The sample was tested again on (B)(6) 2018 with the procleix ultrio (B)(4) discriminatory assay (ultrio (B)(4)) and the results were (B)(6). No additional procleix testing was performed on this sample. The customer indicated that testing was also completed on a roche nat with (B)(6) results as well as a neutralization test, but the testing information has not yet been received and cannot be confirmed. Samples from the follow-up collection ((B)(6) 2018) were requested and were received by grifols on 03aug2018. The sample was tested with the aptima (B)(4) quantitative assay and yielded results of "(B)(6) detected" and "not detected". The sample was also tested with the ultrio elite assay and 2 of the 3 replicates were (B)(6). Based on the information available thus far, grifols concludes that the patient has low-titer (B)(6). Review of the manufacturing and qc release records indicated the lot used for testing met all specifications. According to the tigris system run report, the calibrators and controls performed as expected. As of 09aug2018, additional samples from the follow up collection have been requested from the customer for shipment to grifols. Additionally, the donor is expected to return to the customer site to have more blood drawn. At that time, samples from this draw will be sent to grifols for additional analysis. An investigation is ongoing and follow-up information will be provided once available.

Event description:
On 10jul2018, grifols customer m.d. (B)(6) center ((B)(6)) reported discrepant hbv results for a sample tested with the procleix ultrio assay and abbott prism. The first sample, drawn on (B)(6) 2018,was initially tested on (B)(6) 2018 and yielded a nonreactive procleix ultrio assay result (s/co = 0.32) and a positive abbott prism serology result (hbsag and hbcore). The sample was tested again on (B)(6) 2018 with the abbott prism and yielded a positive serology result (hbsag and hbcore x 2). No further ultrio testing was performed on this first sample. The customer indicated there is no more sample left for further testing. The donation was not used due to the positive test results and was discarded. A follow up sample from the patient was obtained on (B)(6) 2018. The sample was tested on (B)(6) 2018 with the abbott prism and yielded a positive serology result (hbsag and hbcore). The sample was tested again on (B)(6) 2018 with the abbott prism and again yielded a positive serology result (hbsag and hbcore x 2). The sample was tested again on (B)(6) 2018 with the procleix ultrio hbv discriminatory assay (ultrio dhbv) and the results were nonreactive (s/co = 0.01). No additional procleix testing was performed on this sample. The customer indicated that testing was also completed on a roche nat with reactive results as well as a neutralization test, but the testing information has not yet been received and cannot be confirmed. Samples from the follow-up collection ((B)(6) 2018) were requested and were received by grifols on (B)(6) 2018. The sample was tested with the aptima hbv quantitative assay and yielded results of "<10 iu/ml detected" and "not detected". The sample was also tested with the ultrio elite assay and 2 of the 3 replicates were reactive (s/co = 14.18, 10.02 and 0.03). Review of the manufacturing and qc release records indicated the lot used for testing met all specifications. According to the tigris system run report, the calibrators and controls performed as expected. As of 09aug2018, additional samples from the follow up collection have been requested from the customer for shipment to grifols. Additionally, the donor is expected to return to the customer site to have more blood drawn. At that time, samples from this draw will be sent to grifols for additional analysis. Follow-up information: no additional samples were collected from the donor or sent to grifols for analysis. Based on both the ultrio elite results (2 of 3 replicates reactive) and the aptima quant hbv assay results, the patient sample was determined to have a low-titer for hbv. The procleix ultrio assay performed as expected. No further information is expected. This is considered the final report for this event.